Event description:
User facility reported that prior to a novasure ablation, the physician performed a hysteroscopy and noted what appeared to be adhesions in the cervical canal and "a very large [uterine] cavity", which the doctor reported to be 11 cm. The novasure procedure was initiated and multiple unsuccessful cavity integrity assessment (cia) tests occurred with the first disposable novasure device. The procedure was completed with a second disposable device. On post-procedure hysteroscopy, the uterus appeared to be unablated, however, 3-4 cms of the cervical canal was ablated. A "thorough diagnostic laparoscopy was performed." There were "no burns observed" but a very large uterus was seen and the physician felt his measurement of 11 cm was incorrect and that the cavity was "probably larger". Add'l info was provided on 05/14/2008. No treatment was needed for this event and the physician has recently spoken with the pt and she is doing well.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under precautions: the safety and effectiveness of the novasure system has not been fully evaluated in pts with a uterine sound measurement greater than 10 cm.